Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The motor passed motor test; no motor error alarm and no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed multiple times for a motor error in the night. The blood glucose reading was 450 mg/dl. The customer was treated with a manual injection. The drive support cap appeared normal and recessed. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.